Event description:
It was reported that during a maintenance check, the display light did not come on. During a check of the rotablator console the speed adjusts and seems to work fine but the rpm display did not come on. Dynaglide mode was tested and you can hear the speed drop, but the display does not show the speed. It appears that the bulb burned out. There was no patient involvement.

Event description:
It was reported that during a maintenance check, the display light did not come on. During a check of the rotablator console, the speed adjusts and seems to work fine but the rpm display did not come on. Dynaglide mode was tested and you can hear the speed drop, but the display does not show the speed. It appears that the bulb burned out. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluation: examination of the returned complaint device revealed that the front bezel and a.c. Power entry module were cracked. The turbine connector latch pin was bent and the void seal was broken. The console was tested using a gold test foot pedal and a rotalink 1.75mm burr. During testing, the rotational speed did not display. There was a massive gas/air leak at turbine pressure switch and the rotalink burr does not rotate. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. However, there is an illegible four digit serial number on the console. The last four digit console was manufactured or serviced prior to (B)(4) 2004. The most probable root cause is wear and tear. (B)(4).